Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket in the main drawer was failed. A field service engineer reported that the client logged into the application and inventoried the pocket, confirming that the spring on the cubie lid was broken and unloaded the medication, removed the faulty cubie pocket, installed a new cubie pocket, and reloaded the medication to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket on 3d main drawer 2.2 pocket e4 failed to open completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.